Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and not available: lot reported: kk039, is invalid. Please clarify? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. The suture kept falling apart in the middle of a procedure. There were no patient consequences reported. There is no additional information available at this time.

Manufacturer narrative:
((B)(4). Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.